Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bravo procedure, a failure to attach occurred. There was no harm to the patient and a repeat procedure was not performed, no intervention was necessary to correct an injury. Nothing unusual about the patient or the procedure was documented. Patient was given an endoscopy prior to the procedure and the esophagus appeared normal. The physician has been performing the bravo procedure for over 15 years and was trained by a given representative. The delivery system will not be returned and it is unclear what caused the failure to attach.